Event description:
A healthcare facility in columbus, ohio reported to our distributor that 3 seals of rt040l full face masks had separated from the mask bases prior to the opening of the package. No pt consequence was reported.

Manufacturer narrative:
Method: the investigation was conducted based on the returned masks, event description and previous investigations on similar complaints. Results: the seals were held to the mask bases by friction. The friction applied was not sufficient enough to hold the seals to the bases of the masks. Lot number 071015: our records indicate that two complaints of this nature have been received for the given lot number. Lot number 071005: our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: we have an open CAPA project to address this issue and to implement potential design solutions we have developed to prevent separation issues occurring in the future. We are currently implementing an added silicone adhesive step (the application of an adhesive between the silicone facial seal and the plastic mask base) in our production process. Add'l lot number: 071005.